Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 569 mg/dl and current blood glucose 81 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active. Customer stated that insulin pump received calibration not accepted and change sensor alert. Customer stated insulin pump received insulin flow block alarm and resolved by complete set change. The insulin pump will not be returned for analysis.